Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13g08029 and h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested as cloudy effluent coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient started with vancomycin (every 5 days, dosage unknown) intraperitoneally for the peritonitis. Ten days later, treatment with vancomycin was stopped. The cause of peritonitis was unknown. It was reported that the patient was treated in the nursing home and was not hospitalized for the event. The patient recovered from the peritonitis and dianeal therapies were ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed for the potentially associated lot numbers h13g08029 and h13j04064. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.